Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
According to medwatch report mw5179142, patient's system lost communication with external devices. Next course of action is underdetermined at this time. Initial reporter elected not to be identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.